Manufacturer narrative:
After service, no further issues were reported by the customer.  The investigation determined the customer's troubleshooting and the service actions resolved the issue.

Manufacturer narrative:
The customer tested their water supply and found that it did not meet specifications. The customer changed the deionized (di) water supply tanks. The field service engineer (fse) inspected the module and determined that the event was caused by a water system failure. He performed a precision check with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory. The reporter did not believe the initial elevated results which prompted the rerun of the patient samples. The reporter was not able to provide specific results but stated that the differences in the results were as high as 5 to 6 mg/dl at results greater than 15 mg/dl. The lower result was deemed correct. The reagent lot number is 694033. The expiration date was requested but not provided.